Event description:
Pt presented to the electrophysiology lab for replacement of ICD -biventricular defibrillator- that had been implanted 5 years ago. The battery was low and the medtronic lead had been recalled. Pt was presented with the option to leave the lead in place or replace it and she opted to replace it while the battery was being changed. A laser was used to ablate tissue thereby freeing the lead from overgrowth in a controllable fashion. The spectranetics laser functioned normally throughout the procedure. It was calibrated immediately before the extraction began. The total lasing time was short - I estimate <1 minute-. The extraction was very smoothly requiring less force than usual to advance the laser sheath. The amount of fibrous tissue adherent to the lead after it was removed was also less than usual. There were no technical or equipment problems during the extraction. Shortly after lead removal, the blood pressure dropped and pt was bleeding in right chest. The pt was emergently rushed to the operating room, while en route cardiac massage was carried out in a closed technique and the pt was placed on the operating room table. The surgeon was able to identify the injury within the junction of the brachiocephalic veins and the superior vena cava. This injury was caused from an anterior deroofing related to lead extraction. Open cardiac massage was carried out during the open technique and after approx 15 minutes, the pt was not recoverable. This was an unrepairable lesion. The pt was pronounced dead in the operating room. Diagnosis or reason for use: recalled lead.